Event description:
Tempus plates locking mechanism was broken realized at revision surgery. Revision surgery: patient had pain, surgeon felt it was not from implant. The plate was not exported, the bottom left screw was removed and the locking mechanism was removed and recovered and will be sent back. The patient did not fuse. There was no fall. Patient has normal bone quality and normal activity level.